Event description:
It was reported that motor rate error event occurred. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed crack and chip on lower left front corner, top of case and right plunger case were also broken inside bottom case. Motor rate error was found during occlusion test. The root cause of the reported issue was found to be a leadscrew that does not operate as intended. Actions taken to mitigate the reported issue: replaced leadscrew also replaced clutch halves for preventive. Performed functional test and occlusion test which were passed.